Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of the plastic piece fell off the trocar valve; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a piece of plastic fall off a valved trocar into the back of the patient's eye during a procedure. He indicated he has the piece of plastic in his possession and there is no problem with the patient.